Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac activity. At approximately 7:24:05, the patient's rhythm was vt at 150 bpm with motion artifact and varying hr. Motion artifact obscured the rhythm and prevented the lifevest from treating the patient. From 07:30:09 and 07:30:29, the patient's rhythm was vt from 110-120 bpm transitioning to sinus bradycardia at 20 bpm. The rhythm degrades to asystole with unconducted p waves and intermittent cardiac activity. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. From 07:34:36 to 07:44:21, the patient's rhythm was severe bradycardia/idioventricular rhythm at 10 bpm degrading to asystole with intermittent cardiac activity. At 10:23:41, the patient received the inappropriate treatment during asystole in response to oversensing of cardiac activity. The patient's post-shock rhythm was asystole with unconducted p waves and intermittent cardiac activity. Per continuous device recording, the patient was in asystole at the time of the device shutdown at 10:34:48 on (B)(6) 2022. The patient passed away on (B)(6) 2022. There is no indication that the inappropriate treatment caused or contributed to the patient¿s passing as the patient was in a non-life-sustaining rhythm prior to the treatment.